Event description:
The event involved a secondary set, secure lock, 34 inch. It was reported that the secondary IV tubing set have black speck or contamination in the drip chamber. These were located by the materials management team after an email alert from msdh warned of possible contamination. There was no patient involvement and harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.